Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was clotting/micro clots/fibrin clots. This additive abnormality event occurred 2000 times. The clotting event occurred 36 times. The following information was provided by the initial reporter. The customer stated: "after opening the package, the white solids were found inside the tube. After blood drawing, the anticoagulant effect of blood vessel collection was very poor, and all the specimens in the department were withdrawn due to blood coagulation. After withdrawal, blood was collected and tested again. No false test results reported to the clinician."

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was clotting/micro clots/fibrin clots. This additive abnormality event occurred 2000 times. The clotting event occurred 36 times. The following information was provided by the initial reporter. The customer stated: "after opening the package, the white solids were found inside the tube. After blood drawing, the anticoagulant effect of blood vessel collection was very poor, and all the specimens in the department were withdrawn due to blood coagulation. After withdrawal, blood was collected and tested again. No false test results reported to the clinician."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality and clotting was not observed. The photos were evaluated and show that additive is present in the tubes and is in a clump at the bottom of the tube and the shelf label on the product. This type of powder can exhibit come "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to additive abnormality and clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.